Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was confirmed due to the electrode belt's j703 component being broken off the dn pca board. The root cause for the broken j703 component was unable to be positively identified. There was no adverse event that resulted from the damaged belt.